Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt will undergo, another surgery to remove and replace the device as her cobalt and chromium levels are elevated and she is having symptoms of hip failure.